Event description:
An angelchick prosthesis was implanted into the patient in order to treat pt gastroesophageal reflux disease. Subsequently, the pt experienced severe and debilitating pain as well as other medical complication. In, approx, may of 2000, healthcare professionals discovered the pt's pain and complications were a result of the "migration" of the angelchick prosthesis. After learning that the angelchick device had migrated, the pt underwent surgery in 2000 to have the device removed.